Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure when attempting to remove the screwdriver from the setscrew it was not possible. When the screwdriver was removed, the setscrew remained. The ipg was exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).